Event description:
The customer reported that while the unit was in use on a pt, the unit failed to go through the self-test, the waveform was frozen on the display and the keypad was not functioning. The pt was switched to another unit and therapy was continued. No pt injury was reported